Event description:
It was reported that during a ptcra/ptca/stent procedure in a heavily calcified lesion, the stent was stripped off the delivery system in the left main. A snare device was used to successfully retrieve the stent. Reportedly, subsequently an attempt to place another company's stent resulted in loss of the stent in the periphery. This lesion was then dilated with another company's balloon catheter with a good result. Due to the excessive calcium in other vessels, the pt underwent routine CABG surgery.